Manufacturer narrative:
MFR's report date: 01/12/2011. (B)(4). Product evaluated and the report of a leak from the y-connector was confirmed. Two anomalies of the versasafe split septum in the y-connector were identified. The septum was not seated correctly in the y-site body and there was damage consistent with a spike puncture. The root cause was of the leak was not identified but may have been due to a punctured septum. The lot number was not identified.

Event description:
Customer reported a hole in the y-connector of the administration set resulting in a leak. Stated the user hung a new IV bag using a new administration set and restarted the pt's infusion. Two hours later, when the lab tech went into the pt's room to draw a blood sample, blood was noted leaking out of the y-connector onto the floor. The amount of the blood loss was unk. No pt harm reported and no medical intervention required.